Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant gel breast prostheses that both ruptured post implantation. Bilateral rupture was discovered during an implant exchange surgery. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 27-may-2026, mentor received additional information about the event. It was previously reported that bilateral rupture of the breast prostheses was discovered during explant surgery on (B)(6) 2026. New information received states that a mammogram/ultrasound performed on (B)(6) 2025 indicated left breast prosthesis rupture. No imaging results were provided for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).